Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. The logs and archives were reviewed. One application session was available. Two cases were performed on this date. Two archives were available. In the first case, the surgeon used one CT exam, performed trace registration and achieved accuracy metric of 1.7mm. He then proceeded to navigation. Archive analysis of archive 1 is matched with this patient case. 1 CT exam was available. Registration model was good. Trace registration with 1.7mm metric was available. Registration pattern was fine with good number of points collected that seemed very symmetric. In the second case, the surgeon used one CT exam, performed trace registration and achieved accuracy metric of 1.3mm. User then found to perform three point init registration and proceeded to navigation. Archive analysis of archive 2 matched with this patient case. 5 CT exams were available while one of them was used for registration. It was not optimal for stealth as it had lossy compression and scan¿s fov is less covering only eyes and nose of the anatomy. Registration model was good. Registration pattern for 1.3mm accuracy metric had many points in the air and seemed symmetric. One more registration was available with 4mm accuracy metric. The analyst suspected either incompatible exam or the registration pattern might have caused the inaccuracy reported. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6) h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy with the registration probe by approximately 1 centimeter (cm). This was noticed right after registration and noticed with the suction and microdebrieder as well. Registration accuracy was 1.3 millimeters (mm). No known impact to patient outcome. There was no surgical delay.